Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 63 days after the first surgery. The surgeon explanted 1 stem humelock ø36/12, 1 humeral cup ø36+6, 1 centered glenosphere, 1 glenoid baseplate, 2 cortical screw, 2 standard screw and 2 locking screw. The surgeon implanted 1 glenoid baseplate 24, 1 post extension +6, 1 standard screw 35, 1 standard screw 40, 1 locking screw 30, 1 locking screw 20, 1 eccentric glenosphere 36, 1 stem humelock reversed 40/12 and 1 humeral cup 36+3

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.